Event description:
It was reported that patient received inappropriate shock therapy for a supraventricular tachycardia. Review of the egm noted shock was due to binning the required number of fib intervals. Programming changes were made. Patient was fine.